Event description:
The facility reports the pt was being washed on her bed with two careers in attandance. The sling was attached first on the legs and then on the shoulders, and it was stated that audible clicks were heard. The pt was then lifted and turned next to the bed and was in a sitting position when the clip above became loose. The pt dropped through the sling and fell onto the leg of the hoist. The pt sustained a fracutred hip.

Event description:
The facility reports the pt was being washed on their bed with two carers in attendance. The sling was attached first on the legs and then on the shoulders, and it was sated that audible clicks were heard. The pt was then lifted and turned next to the bed and was in the sitting position when the clip above became loose. The pt dropped through the sling and fell onto the leg of the hoist. The pt sustained a fractured hip.